Event description:
Patient was in CT for a routine chest/ab/pel CT exam. The eda was utilized to avoid extravasation, as it is on all patients all the time in this dept. The patient was monitored in the room by a technologist working in the dept for the first 15-20 seconds of the exam. She was not palpating as this usually triggers the injector to shut off, but was instead asking the patient how they were feeling and if there was any discomfort in the arm. She was observing the injection site as well and said that all seemed normal and the patient was not complaining. The technican went into the control room where another technologist was running the scanner and when the scan began they both saw that there was no contrast on the initial images. At the same time the patient began to complain of pain. They followed the appropriate step of putting the patient back into the scanner and did a scout film of the patient's arm. This showed the entire injection was under the skin. The eda was placed as they were trained to over the injection site. The eda showed "in range" during the injection but did not shut off injector. Research by the e-z-em field service technician the following morning showed the eda cable clip assembly was working on first inspection but further examination revealed the cable was damaged at the attachment point to the eda module. Patient was sent to the ER and then for surgery for debridment of the injection site.

Manufacturer narrative:
It is the opinion of e-z-em's medical director that this report appears to represent a false negative, as the eda did not detect the apparent extravasation. Extravasations greater then 20cc's do have the potential to cause serious harm or permanent injury that may require additional medical intervention in the form of plastic surgery (e-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. However, e-z-em's labeling clearly states that the eda feature is an "auxiliary device feature which assists user in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional.") It is an unrealistic expectation that the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind this false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations. A final follow up report will be submitted upon closure of the investigation into this complaint.